Event description:
It was reported that an infection occurred with one pt. The device was used following a rotator cuff repair procedure. The pt had a bacterial infection and symptoms of drainage from the incision and pain. Additional treatment consisted of surgical debridement and antibiotic prescription.